Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hard implant and wanted the implant to be smaller.

Event description:
Company representative reported rupture and hard against right device. The device has been explanted.